Event description:
According to the reporter: a piece of the trocar broke off in the patient and was not recovered. An xray was performed and there was nothing that was shown in the xray. There was no tissue damage. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).